Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es medication was stuck in the drawer railing, causing the drawer to jam and fail. The customer was unable to recover the drawer or remove the medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a medication obstruction in the drawer railing had caused the drawer to jam and become non-functional. A field service engineer had cleared the medication jam, assisted pharmacy staff in recovering the failed drawer, launched the hardware test application (hta), ran final tests, and rebooted the station. The pharmacy staff verified that the drawers were functioning normally after the repair. Proactive inspection process and preventative maintenance was performed. The system functioned as intended after the field service engineer repaired the device.